Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017 at 17:05, he received a reading of 11.5 mmol/l (205 mg/dl) on his adc blood glucose meter and self-administered an unspecified amount of humalog insulin. Customer further reported that an hour after self-treating with insulin, he experienced (unspecified) symptoms and "could not function anymore". Customer's wife gave the customer an oral "sugar tablet" and called the paramedics. Upon their arrival, paramedics obtained an unspecified "low" reading on their meter and treated the customer with oral glucose gel. Customer reported he felt better after treatment and refused transport to a hospital. No additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2017 at 17:05, he received a reading of 11.5 mmol/l (205 mg/dl) on his adc blood glucose meter and self-administered an unspecified amount of humalog insulin. Customer further reported that an hour after self-treating with insulin, he experienced (unspecified) symptoms and "could not function anymore". Customer's wife gave the customer an oral "sugar tablet" and called the paramedics. Upon their arrival, paramedics obtained an unspecified "low" reading on their meter and treated the customer with oral glucose gel. Customer reported he felt better after treatment and refused transport to a hospital. No additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported that on (B)(6) 2017 at 17:05, he received a reading of 11.5 mmol/l (205 mg/dl) on his adc blood glucose meter and self-administered an unspecified amount of humalog insulin. Customer further reported that an hour after self-treating with insulin, he experienced (unspecified) symptoms and "could not function anymore". Customer's wife gave the customer an oral "sugar tablet" and called the paramedics. Upon their arrival, paramedics obtained an unspecified "low" reading on their meter and treated the customer with oral glucose gel. Customer reported he felt better after treatment and refused transport to a hospital. No additional treatment was required. There was no report of death or permanent impairment associated with this event.